Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data revealed cs 054 call service alarms. The pump powered on normally with no alarms. During the investigation, a cs 088 call service alarm occurred. The pump could not be adequately investigated for the reported cs 054 call service alarm due to the cs 088 call service alarm. Unrelated to the initial complaint, there was moisture in the display. The leak test failed due to a display lens leak. The display screen was dim and discolored. The pump was opened and there was moisture on the internal components of the pump. The cs 088 call service alarm occurred due to the moisture damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the cs 052 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.